Event description:
It was reported the pt was having a constant sharp pain at the ipg (implantable pulse generator) site. The pt went to emergency room due to the pain and the implanting physician prescribed medication for the issue. The pt reported he had attempted suicide recently and was almost successful. Follow-up information received the physician was suspecting the pt's pain was unrelated to the device. It was reported the pt's wife was seeking help for the pt's psychiatric issues and the physician was aware of the suicidal ideation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.